Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (B)(6) alleging that the threads were stripped/damaged on his onetouch ultrasoft lancing device. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began during (B)(6) 2014 (date/time not provided). The patient does not take medications to manage his diabetes. The patient stated that he took exercise between (B)(6) and (B)(6) 2015 (dates/times not provided) in response to the alleged product issue. The patient denied having developed any symptoms; however he claimed to have been treated with glucose tablets/gel by an hcp at an urgent care/clinic in (B)(6) 2015 (date/time not provided). The patient stated that his blood glucose was tested using another device in (B)(6) 2015 (date/time not provided) and the result was "220 mg/dl". At the time of troubleshooting, the csr noted that there was no indication of product misuse and the subject lancing device was not being used for the first time. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusions: the patient claimed that he did not develop any symptoms; however he also stated that he had received hcp treatment in the form of glucose tablets/gel after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.